Manufacturer narrative:
The reported event of noise was not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing and visual inspection were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited noise artifact. The rv lead was not used. The physician continued with second rv lead and completed the procedure. The patient was in stable condition.